Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. Furthermore, a direct correlation between (B)(6) and the report of cardiopulmonary arrest and death following a ¿do not resuscitate¿ order could not be conclusively established through this evaluation. Review of the submitted log file confirmed a double power cable disconnect event resulting in a system stop; it was reported that the patient¿s caregiver accidentally disconnected the power cables during patient transport. The pump was returned assembled with the driveline intact. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 2¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. Approximately 2¿ of the sealed outflow graft bend relief (ogbr) was returned over the outflow graft and was secured with the sealed ogbr collar. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 07aug2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document lists adverse events that may be associated with the use of heartmate ii lvas, including death. The IFU also addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. This IFU also warns that at least one system controller power cable must be connected to a power source (power module or two heartmate 14v lithium-ion batteries) at all times and provides instructions for exchanging power sources under ¿switching power sources¿. The heartmate ii lvas patient handbook is also currently available. This document contains information regarding all system controller alarms and the proper actions associated with them. The handbook also warns that the pump will stop if the system controller is disconnected from power. If system controller is disconnected from power, reconnect it right away. Instructions for exchanging power sources and the system controller are also listed in the patient handbook and warn that at least one system controller power lead must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-04830. It was reported that the patient was found unconscious in cardiopulmonary arrest by a family member in the morning. At that time the pump was running on the power module without alarms. The caregiver was anxious and in confusion disconnected both system controller power leads at the same time, causing a complete loss of power to the system a pump stop and a controller clock reset. The patient was taken to the hospital, and the cardiac arrest had continued for a long time and consciousness did not return. It was noted that the patient had a do-not-resuscitate order. Log file analysis captured 1 pump stop and 1 low speed hazard on (B)(6) 2021, which appeared to be the result of the system controller briefly losing power, as evidenced by the controller's clock being reset. A head computed tomography (CT) scan was done and was negative for stroke. The patient expired on (B)(6) 2021. The cause of death was not known.